Event description:
Determined to be reportable based on analysis completed on (B) (6) 2009. It was reported that during a percutaneous coronary intervention procedure, there was difficulty crossing the lesion. The details of the lesion are unk. The 3.50x20mm taxus express2 paclitaxel-eluting coronary stent system was unable to cross the lesion. The pt's status is listed as good with no complications reported. The device analysis revealed a shaft break.

Manufacturer narrative:
A visual and microscopic examination found that the hypotube had broken approximately 40.50cm distal from the catheter's strain relief. The device was kinked at the point of separation. There were no other kinks along the entire length of the hypotube. Microscopic examination of the balloon found no issues with the balloon material or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. A (0.015 inch) product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, which limited the device performance. (B) (4).